Event description:
Reporter alleged blood glucose measured "hi" at 3:21 pm back to back with a result of 120 mg/dl at 3:23 pm. Customer stated several months earlier feeling very low and glucose measured 141 mg/dl at 10:43 am, 39 mg/dl at 10:47 am, and 44 mg/dl at 10:48 am. Customer indicated when glucose readings were low and had low symptoms, she self treated with orange juice as a result. No actions were reportedly taken or treatment received as a result of the comparison during which the "hi" reading was received. A request was made for the return of the suspect device and replacement product was sent.